Event description:
During a knee arthroscopy utilizing the ultra fast-fix assembly ¿ curved, it was reported that the surgeon tried to repair a tear on the lateral meniscus. The surgeon introduced the fastfix ultra curve needle into the site and the first anchor was deployed successfully, however the second anchor was not deployed. When the surgeon pulled out the delivery device, the second anchor was in the joint. This happen to the two of the ultra fastfix we opened. It was reported that, the loose anchors inside the joint were removed by gasper; however, the t1 is still inside the patient¿s knee. Third ultra fastfix was open and both anchor deployed successfully. It was reported that there was no delay in the surgery; postoperatively patient is doing well; no harm was caused to the patient.

Manufacturer narrative:
Device evaluation: two used curved ultra fast-fix assemblies were returned for evaluation. No ts or suture were returned. Each device has its depth limiter removed from the needle. The fixed straw of each device shows damage at its distal end. Each device trigger is fully advanced and locked within the handle indicating a complete deployment. Triggers were released and tester for proper actuator advancement, each device functioned as intended. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).